Event description:
The customer reported receiving a motor error alarm on the insulin pump. The cusotmer's blood glucose was 108 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No motor error alarm, motor passed motor tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.